Event description:
It was reported that a signal loss occurred. The wearable was inserted into the arm. On (B)(6) 2025, it was reported that the patient experienced signal loss. The day of the event, around 04:30pm, the patient noticed the cgm reading was low. The patient was in the garden at that time, and has no memories of what happened after, but was found unconscious 2 blocks from the garden. The patient was found by her husband, and when the cgm device was checked this showed a signal loss. The patient regained consciousness but was very confused. The husband called the emergencies and when the paramedics took a fingerstick the blood glucose reading was 21 mg/dl. The patient was given a sugar-rich gel, a peanut butter sandwich, and orange juice. The patient recovered and was not brought to the hospital. At the time of the report the patient was stable. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.